Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, lot# 0204037006, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter. Product ID neu_ascenda_cath, product type catheter. Product ID 8709sc, lot# 0204037006, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Analysis identified high resistance of the battery. Analysis identified coring/tears/cuts in the seal of the sutureless connector that meet leak criteria. Analysis identified a user related hole in the catheter body. Eval code-conclusion updated to for pump 8637-20. Eval code-conclusion apply to catheter 8709sc. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# 0204037006, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Event description:
On 2017-may-02, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (2000 mcg/ml at a dose of 1099.0 mcg/day) via an implantable pump programmed to simple continuous for an unknown indication for use. On (B)(6) 2017, a pump motor stall (reported as "premature motor stall") occurred at 17:51. The patient presented to the hcp due to the critical alarm occurring a motor stall recovery was recorded in the logs on (B)(6) 2017 at 14:38. There were no known environmental, external or patient factors that may have contributed to the issue. The pump was interrogated and logs were obtained. The pump was explanted on (B)(6) 2017. The issue was resolved at the time of this report. There were no reported patient symptoms and the patient status was listed as "alive - no injury".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-apr-17, information was received from a foreign healthcare professional (hcp). It reported the pump was due for replacement in a month or two. It was noted the hcp would be covering the patient with oral medication in the meantime of the motor stall. The patient would be seen by their managing hcp "tomorrow". The patient's status was reported as "stable".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.